Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11. The root cause was determined to be moisture in the tubing channel. The tubing channel was cleaned and dried to repair the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.